Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer and confirmed the speaker malfunction issue as reported. The rse determined the device would require replacement, and the rse arranged for a replacement device to be sent to the customer site. The investigation concludes that no further action is required at this time. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution / reporter phone # (B)(6).

Event description:
The customer reported the device has a speaker malfunction. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
D4 serial number was corrected from (B)(6). H4 manufacture date was corrected from 05/22/2018 to 01/14/2013.